Manufacturer narrative:
Programmer model 3037 serial# unknown, lead model unknown lot# unknown implanted: unknown explanted: na.

Event description:
It was reported that following implant the therapy helped for a couple of days, however the patient developed a urinary tract infection and experienced a loss of therapeutic effect. With two days of antibiotics left, the patient turned the neurostimulator settings up and felt stimulation on program 4 at 3.6 volts. Additional information has been requested, but was not available as of the date of this report.